Event description:
The physician did a catheter study in the morning at approximately 9 a.m., the reason was not reported. It was noted that the physician accessed the catheter access port and discarded fluid at the study. By about noon, the patient was lethargic. At some point, the patient also had nausea/vomiting, lowered level of consciousness, a decreased respiratory rate, and was intubated. There were no changes to the patient's cardiac status. At about 1 p.m., the patient was having a CT scan. Following the CT scan, the pump was set to minimum rate. The physician did not believe the event was related to the pump or the procedure. The patient was awake the next day and doing better. She returned to her former status and was discharged from hospital after 1 day. The pump was used to deliver lioresal 2000 mcg/ml at 250 mcg/day.

Manufacturer narrative:
(B) (4).